Manufacturer narrative:
References the main component of the system and other applicable components are: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2018, product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain via a manufacturer¿s representative (rep). The rep reported that there was nothing wrong with the actual stimulation. The rep reported that the patient came in for one-week post-operative appointment on (B)(6) 2018. The device was turned on and worked fine. However, when the healthcare provider (hcp) took the dressing off the spinal incision, the skin looked red around the incision and was not completely closed. The rep reported that the hcp was concerned of superficial cellulitis. The rep reported that the patient was started on another broad-spectrum antibiotic. The patient came back for follow up on (B)(6) 2018. The incision was now scabbed close and the redness seemed to be resolving. The rep reported that the patient stated that stimulation was working well. The patient would continue antibiotics and would be seen in the clinic on (B)(6) 2018. The rep reported that the patient was also sent to the lab to draw cbc and sed rate. The rep reported that the hcp did an ultrasound in the office room, that showed small pocket fluid under the incision; does not determine infection. It was unknown if the issue was resolved at the time of the report. No further complications were reported.